Event description:
It was reported that during a deployment of an AED, the device advised a shock yet would not deliver the shock.

Manufacturer narrative:
(B)(4): currently pending evaluation of the patient use event.